Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4)manufactures the sorin c5 system. The incident occured in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin c5 system did not display properly during set-up. The report stated that the touch screen was still functional aside from the display issues. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the c5 system did not display properly during set up. The report stated that the touch screen was still functional aside from the display issues. There was no patient involvement.